Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system exhibited high out of range shock impedances on the right ventricular (rv) lead, measuring greater than 125 ohms. It was noted the impedances had gradually risen and the physician suspected calcification around the coil. Boston scientific technical services (ts) recommended performing a commanded synchronized shock. The physician perform a commanded synchronized shock at 31 j and the shock impedance was 93 ohms. The out of range shock impedance alert limit was increased and the physician would continue to monitor the patient and system. This ICD system remains in service. No additional adverse patient effects were reported.